Event description:
It was alleged by the user facility that a (B)(6) patient who had a procedure done, was under anesthesia when the patient woke up abruptly during their recovery and fell head first off of the stretcher through the hole in the side rail. A CT scan of the patient was done, which identified that there were no reported injuries. The user facility stated that the patients parents realized that this was an accident and did not pursue additional action. The facility is now considering options for putting on different kinds of side rail pads. The user facility does not know the serial number of the device, or the exact date when the event happened. The user facility believes this event occurred sometime in (B)(6) 2016.

Manufacturer narrative:
The customer did not allege that there was a malfunction with the product and reported that the potentially the cause as to why the patient fell is that they abruptly woke up from anesthesia mid transport. The user facility is now considering siderail pads to mitigate this issue from occurring again.

Event description:
It was alleged by the user facility that a (B)(6) patient who had a procedure done, was under anesthesia when the patient woke up abruptly during their recovery and fell head first off of the stretcher through the hole in the side rail. A CT scan of the patient was done, which identified that there were no reported injuries. The user facility stated that the patients parents realized that this was an accident and did not pursue additional action. The facility is now considering options for putting on different kinds of side rail pads. The user facility does not know the serial number of the device, or the exact date when the event happened. The user facility believes this event occurred sometime in (B)(6)2016.